Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. The affected product was not requested to return for manufacturer's laboratory investigation as the failure is known to mcp and was thoroughly investigated by CAPA (B)(4). Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: -development and implementation of an optical inspection of the raw material (membrane). -development and implementation of a new punching process. -improvement of the packaging of the membrane rolls at the supplier. -prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by end of december 2017.

Event description:
According to the customer: plasma leakage has been observed from air outlet of ECMO oxygenator, and then blood well out from the point update: plasma leakage has been observed from air outlet of ECMO oxygenator, and then blood well out from the de-airing membrane on the upper side. The oxygenator has been replaced with a new one due to the problem. The questioned product has been returned for investigation. There is no negative impact on the patient. (B)(4).